Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that a lead alert triggered due to low impedance on the superior vena cava (svc) portion of the right ventricular (rv) lead. In addition, impedance trends were variable and there was no sensing across the svc. Upon further testing, there were no electrogram artifacts noted with light patient maneuvers and pocket manipulation. A poor svc lead connection to device was suspected and the rv lead was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.